Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt slightly inaccurate. The manufacturing representative prior to the case verified accuracy using the navigation system due to a different inaccuracy claim. It was requested for the calibrations to be checked. There was no delay in the procedure and no impact on patient outcome. Medtronic received information that the imprecision was 3-4 millimeters. Additionally, it was reported that the site compensated for the imprecision to complete the procedure as an open spinal fusion was being conducted. It was noted that the medtronic navigation system used alongside the imaging system was found to be fully functional.